Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose of 30mg/dl. Customer also indicated that they were in a car accident. Troubleshooting found that the customer's low blood glucose was due to being on medication and not changing the basal rate to temp basal. Customer declined further troubleshooting as they know the reason for the low blood glucose. No further details given.